Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin exiting the infusion set tubing during the fill tubing sequence. The customer tried to load a new cartridge and new tubing; however, when the customer primed the tubing, no insulin was seen exiting the tubing. The customer disconnected from the luer lock and attempted another fill tubing; however, no insulin was seen at the cartridge pigtail. The customer reported trying multiple cartridges and multiple infusion tubes; however, the same issue occurred. Customer's blood glucose (bg) level was 171 mg/dl. Customer disconnected from the t:slim pump and reverted to a non-tandem pump for insulin therapy. Reportedly, the customer experienced vomiting, slow and muffled speech, seizures, loss of consciousness, and dysautonomia. Reportedly, emergency medical services were called to the customer's home twice for low bg levels; however, specific bg values were not obtained. The customer was on intravenous fluids and declined to go to the emergency room. Tandem clinical diabetes educator (cde) met with the customer and reviewed the fill tubing process. The customer connected a new infusion set and performed fill tubing but no drops of insulin were seen after priming 30 units; however, customer added an additional 5 units of insulin and drops of insulin were observed exiting the infusion tubing. Customer connected to the t:slim pump, performed fill cannula, and successfully resumed insulin therapy.